Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24030e, reader sn (B)(4). Repeat cue tests performed provided negative results (exact frequency not provided). Customer tested negative with the accula rapid pcr test on an unknown date at their doctor's office. Customer also states a rt-pcr test was to be performed, but did not provide the result or testing date. Customer had no symptoms and no known exposure. Customer stated the cartridges may have been outside the validated temperature range during shipment as they sat outside during a heat wave.